Manufacturer narrative:
The hill-rom technician found the foot casters would not lock. A search of the hill-rom maintenance records did not show hill-rom performed any other preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in room 465. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).